Event description:
It was reported that the pump touch screen was intermittently unresponsive. There was no adverse impact to customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.